Event description:
During an unknown procedure, the blade passed self test after trying 3 times. It was using for 5 min and the device alarmed. Error code 5, hearing a solid tone. Used another device to complete procedure. No patient consequence.